Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the memory pcb was the cause of the reported failure.

Event description:
The customer initially reported that their device lost power while attempting to transmit data. Upon physio-control's evaluation of the device, it was observed that the device would not complete its boot up cycle. There was no patient use associated with the reported failure.